Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. The patient stated the programmer displayed a communication error and the charger could not locate the ipg. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. Postoperatively, stimulation therapy was restored and the issue was resolved.